Event description:
Related manufacture reference number: 2017865-2022-41859. It was reported that the patient presented prior to procedure. Upon interrogation, it was noted that the pacemaker and right ventricular lead (rv lead) exhibited oversensing and high capture threshold. The pacemaker was explanted and the rv lead was capped on (B)(6) 2022. Both products were replaced during the same procedure. The patient was in stable condition.